Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the metal ribbon for the insertion axis was visibly damaged on universal surgical manipulator 1 (usm1). The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: during the procedure a message was displayed stating that usm1 wasn't free to move. Usm1 was in use at the time and it was not possible to use. Support was contacted and full troubleshooting was completed identifying the damaged insertion axis prior to converting the procedure. Once the damage was identified the surgeon did not feel comfortable using the robot to continue and declined the option to disable to affected usm. No patient harm was reported.

Manufacturer narrative:
A fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced usm to resolve the reported problem. The system was tested and verified as ready for use. Failure analysis tested teh usm and was able to replicate/confirm the customer reported failure mode. The metal ribbon from the rolling loop assembly was found to be sticking out of the spar.